Event description:
Surgeon complained that 2 of the 6 1.7mm cables with crimp which were implanted in 2004 to treat pt with periprosthetic femur fracture were confirmed by xray on 11/5/04 to have broken. Surgeon advised that they were explanted in 2 months later and replaced with new ones.